Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips would not form properly. The case was completed with another instrument and there was no pt consequence.